Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. The customer was tried all recommended troubleshooting for insulin flow block alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.